Event description:
Per the clinic, the patient experienced intermittencies with device use subsequent to sustain a head trauma resulting in the dislodgement of the internal magnet.surgery to replace the magnet has been completed on (B)(6) 2012.

Manufacturer narrative:
(B)(4): implanted device remains.